Event description:
The customer originally reported to customer service that the power adapter for her pump in style advanced breast pump no longer powered her pump. During qe evaluation on (B)(4) 2015, the technical observed that the transformer was damaged with electrical circuits accessible, which is safety risk.

Manufacturer narrative:
The customer was sent a replacement adapter. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. The device was returned to the manufacturer. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse condition that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action. Evaluation summary: a visual examination of the power supply revealed the transformer housing was breached. A visual examination of the cord revealed nothing unusual. Loose prongs were discovered. The power supply was plugged in and the voltage across the dc plug was measured as 0 vac which indicates that the transformer does not produce any output voltage. Resistance across the dc plug was measured 0.780 mohm, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as open, which is not normal and indicates that the thermal fuse did blow. No smoke, sparking or fire was witnessed.